Event description:
A customer reported that after completing the vitrectomy portion of a surgery, the nurse switched to the anterior cassette but got system messages. They shut down the system and changed the cassette 3 times along with the handpiece and were able to get the unit primed and tested. The procedure was completed after a 15 minute delay. There was no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).